Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. During tests on-site, the field service engineer got the ventilator message "detected that the oxygen in the oxygen-containing air supply is less than 70%". The o2 cell was replaced and pre-use check passed. No part was returned for investigation. The evaluation of received device logs shows that multiple alarms for low o2 concentration occurs from january 29, 2021, corresponding to the first entry in the received event log. This date will be used as the date of event. Probable causes are a defective o2 cell or issues with the hospital's oxygen supply. A defective o2 cell does not affect ventilation since this part is only measuring. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).